Event description:
The international customer reported the ventilator backup battery as a defect on arrival per a parts sale. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.